Manufacturer narrative:
Investigation summary: level b investigation - complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_2__; occurrence: a complaint history check was performed and this is the 7th related complaint for needle clog on lot # 8157588. Investigation summary: customer returned (2) open 4mm, 32g pen needles from lot # 8157588. Customer states that the pen needle did not release insulin during priming. The pen needles were examined and one sample exhibited a bent non patient end of the cannula. The remaining sample was tested and was able to expel properly without any observed defects. A lot history review was carried out and no related non conformance's were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Investigation conclusion: based on the samples and/or photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: user error. No evidence of manufacturing related issues were observed on the returned samples. It is bd¿s experience that the non-patient end breakage and bending is directly associated with the placing of the needle onto the pen device by the user. If the non-patient end of the needle is not placed centrally to the pen device, then instead of the non-patient end of the needle piercing the rubber septum of the vial, it hits hard material and can be bent/broken when fitted to the pen. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that pen ndl 32g 4mm hp 100 box 1200 ca would not release insulin during priming. The following information was provided by the initial reporter: material no. 320555 batch no. 8157588. It was reported that pen needle did not release insulin during priming. Verbatim: consumer reported last night when priming, one pen needle from current box did not release insulin. Stated she changed to a second pen needle and that pen needle worked for her.